Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. A product investigation was conducted: customer quality investigation: the instrument(s) was not returned, and the investigation will be completed. The image(s) was reviewed, and it can be seen that the distal tip of the connector is broken thus confirming the complaint condition. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part #: 338.31, synthes lot number: 7393561, manufacturing site: synthes (B)(4), release to warehouse date: jun 07, 2013. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that during the surgery, the threaded piece of the connecting screw is broken. It snapped off during tightening. The surgery was completed successfully with five minutes delay. There was no fragment generated. There was no patient consequence. This complaint involves one (1) device. This report is for (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, d10, h3, h4, h6. Investigation summary. Visual inspection. The device (p/n: 338.31, lot #: 7393561) was received broken at customer quality (cq). The distal tip was found to be broken off and the broken fragments were not returned. The complaint is confirmed. Dimensional inspection: - the outer diameter of the shaft at the broken end was measured to be within the specification. Document/specification review. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: dhs/dcs coupling screw; shaft. Complaint confirmed? Yes, the device received was broken. Investigation conclusion. The complaint condition is confirmed for the (p/n: 338.31, lot #: 7393561). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.